Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the device data logs were provided. The customer's report was observed during review of the device data logs. However, without an evaluation of the device, component root cause could not be established with the data alone. Analysis of reports of this type has not identified an increase in trend.